Event description:
Patient received 3 level tlif lumbar fusion on (B)(6) 2012 using two 110mm curved rods. Months after the surgery, the patient flexed forward and down and the rod on the left side slipped off the screw head. The patient contacted the original surgeon. There was no harm or injury to the patient. A surgery to reconnect the original construct was performed on (B)(6) 2012 at the same facility as the original surgery. The pedicle screws from the original surgery were left in place. During the surgery the surgeon chose to remove and replace the set screws (locking caps) from the construct and reposition the rod. The original rod from the original surgery was reused. There was no replacement of the rod.